Event description:
The customer was hospitalized for low bgs. It was stated that the customer woke up with low bgs. The paramedics took the customer to the hosp due to convulsions. The customer was in the hosp for 12 hours. The customer was not connected to the pump at the time of call. Troubleshooting was performed. The settings in the pump were correct. The customer did the self-test and tested ok. The customer also indicated not feeling its the pump. Advised the customer to monitor the pump and call if further problems occurred.